Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was kinked the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing is kinking.

Manufacturer narrative:
The customer reported the tubing is kinking, and returned two unused samples of material 2426-0007, lots 25085521 & 25085009. Upon initial visual examination, the sets verified the complaint of tubing kinked - in packaging. The two kinks in tubing were in the same location, despite having different lot numbers. In the tubing roll near the lower y site and male luer, both sets had about a 2 inch area with flattened, and disformed tubing. The sets were infused with water by gravity, and no issues or defects were observed. The tubing kink did not cause any occlusions or leaks in the sets. A device history record review was performed. There were no quality notifications issued for either lot number for the failure mode reported by the customer during the production build of this set. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown. The potential root cause for the issue of 'crushed' tubing as observed in the two samples, is related to the handling, storage, or transport of the product.